Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 device displayed a speaker malfunction inop message. No adverse event involving patient or user was reported.